Event description:
Boston scientific received information that the patient with this pacemaker was seen in the emergency room (ER) after experiencing syncope. The device was interrogated and noise was noted on the right ventricular (rv) lead. The noise was oversensed and led to pacing inhibition with approximately three seconds of asystole. The noise was able to be reproduced with arm movements. Subsequently a lead safety switch (lss) was triggered due to rv pace impedances being greater than 2500 ohms. It was also reported that the device had migrated from it's original implant position to a lower position . Fluoroscopy was performed where it appeared that the rv lead had sustained a clavicular crush fracture. The patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.